Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, customer complained about having critical pump error (open book image) alarm, moisture damage and cracked battery compartment. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify low battery alarm due to critical pump error (open book image) alarm. Insulin pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly, internal battery connector, battery connector, force sensor motor, vibrator during visual inspection. Successfully downloaded firmware using crest. The insulin pump failed to enter recovery mode preventing download of history files and traces using thus, carelink3 was used to download. However, carelink3 was failed missing packet file while download. Swapping out test boards confirms critical pump error (open book image) alarm is isolated to electrical board2. Force sensor zero offset within specification 22.6 millivolt. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). Unable to verify low battery alarm and unable download history files traces, carelink3 due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed, problem isolated to the electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed a battery error message followed by critical pump error. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.